Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and force test were performed following j&j medtech procedures. Visual inspection of the returned sample revealed that the dome of the device was detached. The device was connected to the carto 3 system, and it was recognized; however, errors 106 and 105 were displayed on the screen, due to an open circuit at the tip area. In addition, the device was dissected at the peek housing section, and insufficient adhesive was observed on the wires. This could be related to the open circuit observed; however, this cannot be conclusively determined. Due to the dome condition observed, a manufacturing investigation was requested, and it was determined that this issue was not related to the manufacturing process since evidence of good manufacturing practices were found during the investigation. A microscopic inspection revealed stress marks in the dome section that could be related to the manipulation of the device during the procedure. A manufacturing record evaluation was performed for the finished device 31341874l number, and no internal actions related to the reported complaint condition were identified. The force and magnetic sensor error reported by the customer were confirmed. The root cause of the adhesive condition is traced to the manufacturing process. The dome condition was not related to the reported event and the potential cause of this damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: the force/magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. Do not scrub or twist the distal tip electrode during cleaning. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal cardiac procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified that the dome of the device was detached. Initially, it was reported that during the operation, a magnetic sensor issue/error was displayed (error code '105' was displayed). A second device was used to complete the operation. There was no adverse event reported on patient. The magnetic and force sensor errors were assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 25-feb-2025, it was identified that the dome of the device was detached. This was assessed as MDR reportable with an awareness date of 25-feb-2025.